Event description:
Arjo was notified of an incident involving the carevo shower trolley. It was reported that, while a resident was being dried after washing, a staff member rolled the resident over, causing the resident to fall from the device. It was indicated that the side support had been lowered at the time of the incident. As a result of the fall, the resident sustained bruises and a skin tear.

Manufacturer narrative:
The inspection of the carevo device, performed by an arjo service technician, revealed no malfunction. The device was found to be operating as intended. The carevo is equipped with two side supports designed to secure the resident placed on the device. Each side support has three positions, as described in the instructions for use (IFU 04.ba.08_15en): inner, outer, and folded down. According to the information received, the side support was in the folded down position when a staff member rolled the resident over on the device. Since the side support was not closed (locked), the resident fell from the device. The carevo must be operated by appropriately trained caregivers who possess adequate knowledge of the care environment, its standard practices and procedures, and who follow the guidelines provided in the instructions for use. The instructions for use (IFU) for carevo include safety guidance, such as: "warning: to avoid the patient from falling out of the device make sure that all side supports are in a locked position." For more details, please refer to the attached IFU extract. In summary, it can be concluded that the reported incident resulted from a failure to follow the instructions provided in the IFU. According to the information received, the customer had not been trained in the use of the device. The device was used for the resident handling at the time of event, and in that way played a role in the event. No malfunction was found and the device was working according to the manufacturer's specifications. The complaint decided to be reportable due to the resident fall reported.